Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and noted that the tubing was sealed. The cause of the condition was determined to be a human operator error during the manufacturing process that resulted in the packaging machine sealing the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. In order to address this condition, a mechanism to detect this issue will be installed and 100% visual inspection during the packaging process was implemented. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo primary set had ¿melted¿ tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.